Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he was extremely disappointed and stated the lens never worked, as he had experienced loss of vision in his right eye (also stated double vision, blurry vision, cloudy vision and infection) since the day of surgery. The consumer reported that, the surgeon referred 2 other doctors and they agreed that his eyesight was terribly distorted and in fact he could not see and glasses would not help. After the surgery he went to 3 other independent doctors who said the operation looks good, but the lens failed. The consumer contacted hospital and their insurance company and came back with a letter on (B)(6) 2025, from an expert that read all medical records and cleared both hospital and surgeon of any wrong doings in the operation. The consumer mentioned at this point he realized loss of vision was caused by company lens and not the doctor error. The consumer also states he experienced difficulties daily and cannot see out of his right eye and want to be compensated, he cannot drive or play golf or do normal things as he usually does. He states company lens has changed his life, and he is disappointed immensely. Additional information has been requested however no further information available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).